Event description:
It was reported that post-operatively, during the pre-discharge evaluation of the patient, the right ventricular (rv) lead exhibited high thresholds, loss of capture, and poor sensing. It was further noted that the patient was experiencing significant diaphragmatic stimulation. The rv lead was repositioned to a higher septal placement and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.